Event description:
A report was received that the patient underwent a pocket revision procedure due to charging difficulty. The ipg had turned 90 degrees in the pocket due to non device related weight gain. The physician relocated the pocket site and the patient is doing well.